Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the pilot valve alarms. Associated malfunction for this device: power switch low audible alarm, sieve beds odor/smell.